Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical repair of a rectocele (stage 1 or 2) and cystocele on an unknown date. The mesh eroded through the rectum in a week. No additional information was provided at this time.